Event description:
It was reported that pump experienced malfunction with displayed malfunction code and issue persisted even after pump reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump and open mobile app so logs could upload, then was advised to switch to multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump with updated software.